Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
It was reported that the infusion tubing had disconnected at the luer connection. The patient experienced elevated blood glucose levels and was treated with an IV and insulin in the emergency room. The device was discarded; therefore, no product could be requested to be returned for product evaluation.

Manufacturer narrative:
Correction: serious injury

Manufacturer narrative:
This correction is being sent to document that the code aneurysm was sent by mistake.